Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 600 mg/dl. Reportedly, the customer took no action to address bg level. The customer reverted to an alternate method of insulin therapy.